Manufacturer narrative:
Section d10, h4: correction section d10: the replaced portion of the percutaneous lead was received but the exchanged pump was not returned. Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the mpu could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019 and captured a pump stop on (B)(6) 2019 with corresponding low speed and low flow hazard alarms. These events occurred while the patient was connected to the mpu and appeared to resolve once the patient switched to battery power. It was noted that the pump appeared to be struggling to maintain the fixed speed in the events captured immediately prior to the pump stop on (B)(6) 2019 from 21:28:26-21:28:28 during which low speed and low flow hazard alarms were triggered. The actual speed remained above the low speed limit for the remainder of the log file and the device appeared to be functioning as intended. Approximately 15.5" of the driveline was returned. The proximal 3¿ of the driveline was returned with the silicone jacket, bionate layer, and metal braided shield removed. Blue tape was wrapped around the silicone jacket approximately 1.5¿ to 3.25¿ from the metal connector and brown tape was wrapped around the silicone jacket approximately 9.75¿-10.75¿ from the metal connector. The metal connector bend relief and connector pins were unremarkable. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers appeared unremarkable. Minor breakdown of the metal braided shield was noted approximately 3¿ and 6¿ from the metal connector. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage to the inner conductors along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The current heartmate ii lvas IFU discusses pump speed, power, flow, and pulsatility index in section 1. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low flow hazard and low speed hazard alarms, and the proper actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low flow hazard and low speed hazard alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated investigation conclusions: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the low speed events and pump stoppages that were captured in the submitted log file. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019 and captured a pump stop on (B)(6) 2019 at 03:08:31 with corresponding low speed and low flow hazard alarms. These events occurred while the patient was connected to the mpu and appeared to resolve once the patient switched to battery power. It was noted that the pump appeared to be struggling to maintain the fixed speed in the events captured immediately prior to the pump stop on (B)(6) 2019. No other atypical alarms were captured. The actual speed remained above the low speed limit for the remainder of the log file and the device appeared to be functioning as intended. The account provided x-rays for review which appeared unremarkable. (B)(6) was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 11¿ from the pump housing (s/n (B)(6). A distal segment adjacent to the metal connector (s/n (B)(6) containing a driveline repair was also returned measuring approximately 31¿ (s/n (B)(6) proximal to repair, s/n (B)(6) distal to repair). Additionally, a distal segment adjacent to the metal connector (s/n (B)(6) measuring approximately 15.5¿ was returned under work order # (B)(4). The connector pins, bend reliefs, and alignment indicators of both metal connectors appeared unremarkable. Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. The silicone jacket and bionate layers appeared unremarkable. Upon removal of the clear bionate layer, minor breakdown of the metal braided shield was observed approximately 3¿ and 6¿ from the metal connector (s/n (B)(6). Visual and microscopic examination of the driveline revealed breaches in the wire insulation on the original driveline (s/n (B)(6) on the black, orange, yellow, and green wires approximately 8¿ from the pump housing. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and an additional breach was observed on the brown wire in the same location. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The black and brown wires represent the two redundant wires that comprise phase 2, the orange wire represents one of the two redundant wires that comprise phase 3, and the yellow and green wires represent the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source, the resulting electrical short to ground could have caused low speed/pump stoppage events seen in the submitted log file while the patient was connected to the mpu. The system also had the potential for an electrical short to occur on an untethered power source (such as battery power) causing an interruption in pump function if the exposed conductors of any two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Currently, only the replaced portion of the percutaneous lead has been received. The pump is expected to return for evaluation but has not yet been received. The approximate age of the device is 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient experienced a pump stop. Log files were sent for analysis and x-rays were taken of the percutaneous lead. Technical services noted speed drops while the patient was on mobile power unit and confirmed a short-to-shield condition. An external percutaneous lead replacement was performed on (B)(6) 2019. Within 24 hours after the replacement, the patient had more alarms that indicated that the short-to-shield was still present. A pump exchange was scheduled for (B)(6) 2019. No further information was provided.